Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer was still not working. The patient reported they were not getting poor communication at the time of this call. She stated she would bring up the program and when she went to change it, the screen went to the 'turn on stim' screen. The patient stated she did not do anything different and did not use the patient programmer after she made a change. Patient services walked the patient through turning stimulation on and she stated she could feel stimulation. The patient also inquired how to adjust stimulation by using the plus button and the patient was able to. The patient did not specify what program or voltage she was on at the time. The patient noted she did not know how stimulation turned off and that this has happened 2 or 3 times before. She also stated she had called patient services and stimulation was turned off and then she was told to turn stimulation back on. The patient mentioned it has not been a year that she had to call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.